Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database error. A field service engineer remoted into the station and tested all devices; hardware was functional. Worked with tsc (technical support specialist) to perform a db (database) clean and resynchronization (app repair not possible as it was cloud-installed via chocolaty). Built a new drive and reimaged the station. During synchronization, the station crashed with the same db object error. Isolated the issue by unplugging drawers and found the faulty half-height cubie drawer (drawer 4). Replaced the pyxibus controller and cleared a jammed pocket. Root cause was a firmware crash making the station inaccessible. After updates, tested drawers, printer, bio-ID, and scanner successfully, and had customer recover the pocket and complete inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a database error and they were unable to log in or use the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.